Manufacturer narrative:
(B)(4). Device passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Customer reported via phone call that insulin pump had motor error alarm. Customer¿s blood glucose was unknown. The customer was able to clear the alarm. Customer was able to rewind the insulin pump and drive support cap was normal. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.